Manufacturer narrative:
(B)(4). Damaged shroud top, lockout premature additional information: did clip or applier jaws cut structure to cause bleeding to occur? No if so, please quantify amount of bleeding that occurred? How was structure repaired? N/a how was bleeding controlled? Grasper then another ee320. Was patient given any blood products? No. Was there any change to procedure or alteration in post-op patient care? No. Any post-op patient complications reported? No. The analysis results found that the er320 device was returned with the top shroud cracked; partially cycled with the jaws closed and with a malformed clip in the jaws. The clip was removed from the jaws and the cycle was completed; the trigger did not return to the open position as intended and the clip was caught between the jaws and the top shroud. The feeding issue is potentially caused by the condition of the top shroud. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred causing that the trigger could not returned to its fully open position. It could not be determined what may have caused the found damages. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the clip applier locked out on the 4th firing. There was a big bleeder, so they blindly put the clip applier into the blood after the 3rd firing. It locked out and a new one had to be opened. Case completed with another device of the same product code.